Manufacturer narrative:
The reported events of diminishing right ventricular sensing and elevated right ventricular threshold were inconclusive. As received, a partial lead was returned in five pieces for analysis. Visual inspection of the lead found damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures. Further analysis could not be performed due to return status of the lead.

Event description:
It was reported that the patient presented during clinical follow-up. It was noted that the patient's right ventricular lead exhibited diminishing right ventricular sensing and elevated right ventricular threshold. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.